Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) over-sensing post ventricular pacing, which caused inappropriate mode switching. The lead is still in use. No patient complications have been reported as a result of this event.